Event description:
It was reported that an altitude alarm occurred. Additionally, the customer experienced an elevated blood glucose (bg) level displayed as "high"; however, specific value was not provided. Customer administered manual injection of insulin therapy to resolve elevated bg. Reportedly the alarm ultimately cleared, and the customer continued to use the pump for insulin therapy.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.